Event description:
It was reported that a hemostatic valve leak occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During the procedure the hemostatic valve of the wds leaked. The wds was used to complete the procedure. No interventions were required and no patient complications were reported.